Event description:
It was reported that the patient had a driveline power fault alarm on (B)(6) 2023. Their system controller and modular cable were exchanged and resolved the alarm.

Manufacturer narrative:
Related manufacturer report number: 2916596-2023-06273. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: system controller, serial (B)(6), was evaluated following the reported event of driveline power fault alarms. A review of the submitted controller event log file spanned approximately 2 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 at 00:03:40, the driveline power fault alarm activated due to a pwr_a_broken fault flag. The alarm and fault remained active through the remainder of the log and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for analysis. The modular cable was returned and tested with a test controller where the alarm was reproduced. The issue was isolated to a damaged wire in the modular cable (see manufacturer report number 2916596-2023-06273). The reported issue cannot be correlated with the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault and no external power alarms. The heartmate 3 left ventricular assist system (lvas) patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event.